Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported that on (B)(6) 2016 both the catheter and pump were removed due to infection. The patient was currently awaiting a new pump implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.